Event description:
The physician deployed a 2.5 mm diameter x 14 mm length micro driver rapid exchange (rx) bare metal stent to treat a lesion in a patient. It was reported that post implant of the stent, it was noted that the product was past its use by date. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation: results: shipment. Results and conclusions: (failure of the user to verify the product expiry prior to use of the product).